Event description:
Conmed 10fr suction bovie piece of plastic broke off completely and was temporarily lost. Repeat bronch and confirmed that no plastic was left in the patient¿s airway. The piece was later found in the suction line.